Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-63mg/dl. Low bg cause was not known. Reportedly, the customer ¿had glucose tables¿ to address the bg. No additional patient or event information was available.